Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a grip tang bent at the grip base. Further inspection found no other damage to the instrument. The complaint was confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to component susceptibility to damage.

Event description:
It was reported that the force bipolar instrument had a damaged tip. There was no report of patient injury. On 25-feb-2025, intuitive surgical, inc. (Isi) received mw5165909 stating: force bipolar used on a robotic case. Staff reported that robotic instrument had a damaged tip; 9/12 lives remaining. Instrument UDI number (B)(4) is listed under manufacturer's grip cable failure compliant